Event description:
This 36 year old female underwent bilateral breast implant removal and ablative capsulectomies for capsular contractions on 4/17/92. The date of implementation or the facility where impolanted or further details regarding the mcghan device are unknown to this reporting facility other than the implants were for breast augmentation. Patient's complaints were intense scar tissue, visable distoration of breast and a green colored nipple discharge. Both implants appeared intact with no evidence of leakage on gross examinationdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other, none or unknown. Invalid data - on device destroyed/disposed of status.